Event description:
The customer's meter had been set in mmol/l. She had medicated based on the results. She did not allege any adverse events due to the mmol/l readings. The customer was able to reset the meter to mg/dl with assistance, and no product will be returned for evaluation.